Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of an olympus endoscopy support specialist (ess) visit to the user facility and legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. On november 28, 2023, an olympus ess observed precleaning, leakage test, manual cleaning, and storing steps at the user facility. The ess confirmed no obvious deviation from instructions for use (IFU) which may have affected the suggested event. The ess did note use of a non-olympus automatic endoscopic reprocessor (aer) and flushing pump. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and the subject device not returned, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, both patients used the same evis exera iii gastrointestinal videoscope for therapeutic esophagogastroduodenoscopy (egd). The procedures were completed with the same device without delay. It was initially reported the two patients that tested positive for cre and mdm contamination, interpreted to be carbapenem-resistant enterobacterales and monocyte-derived macrophages. After further inquiry it was reported the patient(s) tested positive for carbapenem-resistant enterobacterales -new delhi metallo-beta-lactamase (cre-ndm) infection and whole genome sequencing results was performed and confirmed by michigan department of health and human services¿ (mdhhs) bureau of labs. Also e. Coli positive urine culture was collected 9/8/2023 during patient¿s encounter at outside facility. Whole genome sequencing result was provided 10/10/2023. The date of symptom onset is unclear, testing was incidental and outside the facility. The patients had urinary tract infection (uti) symptoms, concentrated and odor to urine, for approximately 2 weeks and were reportedly treated with bactrim on an unspecified date and period of time, presumably as outpatients. The patient(s) current condition is alive. The reprocessor was not cultured and ruled out as a possible source of infection and the facility is currently waiting for test results for the scope. A visual external inspection is part of the facility's process prior to each use, and prior to manual reprocessing. It was further reported the scope was used in a total of 84 procedures. There was no confirmed patient infection for the remaining 82 patients. There is going to be an inspection performed by an independent inspection company. Though the scope was used there is no positive culture at this time, test results are pending. Please refer to the following related patient identifiers for the remaining 82 uses: (B)(6).

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. This report has been submitted by the importer under this MDR report number 2429304-2023-00353.

Event description:
An olympus representative reported to olympus, on behalf of the customer, carbapenem-resistant enterobacterales (cre) and monocyte-derived macrophages (mdm) infection in two patients. It was further reported, there is going to be an inspection performed on the evis exera iii gastrointestinal videoscope by an independent inspection company. The two reported events are captured in 2 reports. The related patient identifiers are as follows: (B)(6) patient a used the evis exera iii gastrointestinal videoscope on (B)(6) 2023. (B)(6) patient b used the evis exera iii gastrointestinal videoscope on (B)(6) 2023. This medwatch report is for patient identifier (B)(6).